Event description:
The complainant reported an under-delivery of a feeding using the companion pump, list #0084. The device was connected to the pt at the time of the incident. The pt was a female with wolf hirschhorn syndrome (chromosomal defect), and no condition associated with the potential for hypoglycemia. No other pt info has been provided. It was reported that 1000ml of feeding was hung to be delivered over 10 hours; instead 600ml was delivered over 10 hours which was determined by visual assessment of the amount left in the feeding container. There was no report of serious injury or illness associated with the complaint.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.